Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 -phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a transurethral ureteral stone removal procedure, located in the right ureter, the physician attempted to move the handle deployment/storage lever on the second stone extraction, but the ncircle tipless stone extractor would not move, and the basket could not be deployed. The device was inspected and tested prior to use and functioned properly. Another same type device was used to complete the procedure. No laser was used while the basket was used. There was nothing in the patient´s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d8, h6 annex a and g. Investigation evaluation. Description of event: it was reported during a transurethral ureteral stone removal procedure, located in the right ureter, the physician attempted to move the handle deployment/storage lever on the second stone extraction, but the ncircle tipless stone extractor would not move, and the basket could not be deployed. The device was inspected and tested prior to use and functioned properly. Another same type device was used to complete the procedure. No laser was used while the basket was used. There was nothing in the patient´s anatomy keeping the basket from opening or closing. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label to cook for investigation. Upon visual inspection no damage to the device was noticed. The handle was actuated, and the basket would open/close: however, the basket formation was not uniform. The cause for the misshapen basket may have been related to procedural factors encountered during the initial use of the device removing stones. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and two nonconformances were identified and scrapped prior to distribution. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user: precautions do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and results of the investigation. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.